Manufacturer narrative:
The field service engineer replaced the measuring cell and the sipper tubes and performed preventative maintenance. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with a cobas e 411 immunoassay analyzer. The initial result was 0.86 iu/l. The repeated result was 28 iu/l. The questionable result was not reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number was 55103601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. The customer's sample pre-analytic details were requested but not provided. Based on the data provided a clear root cause could not be identified.

Manufacturer narrative:
The evaluation result, evaluation conclusion and device codes were updated. The customer has had no further issues since the measuring cell was replaced during the service visit. The issue was solved by the service actions (replacing the measuring cell and sipper tubes).